Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that micro air bubbles appeared at the vitrectomy probe port during surgery. The surgery was completed using the same probe without consequences to the patient. A product sample has been requested for evaluation.